Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results (suggest/indicate) in addition to the procedure itself, patient factors (large focal calcification at the intersection of the interatrial septum) likely contributed to the post-tavr pvl and subsequent re-dilation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Medical record review revealed, during a transfemoral tavr procedure, a 23mm sapien xt valve was implanted in the aortic position. Post tavr tte indicated moderate to severe paravalvular leak (pvl). The patient was returned to the or and re-dilation of the valve was performed. The pvl was reduced to mild, with a peak gradient of 25 mmhg and a mean gradient of 13 mmhg. Tte performed on postoperative day (pod) 3 indicted mild pvl. The patient did well post tavr and was discharged to home on pod3. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided. A large focal calcification at the intersection of the interatrial septum was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.